Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02. Serial (B)(4). Lasso nav variable eco catheter, model #: d-1343-02-s, lot #: 17147707l, soundstar catheter, model #: m-5723-05, lot #: unknown (B)(4). A transseptal puncture was performed utilizing an sl1 sheath and brk needle. No ablation was performed at the suspected site of injury (the posterior atrial septum). The physician believes the injury occurred during the transseptal puncture, though it was noticed a few minutes later during the initial stages of the ablation phase. A thoracic aortic aneurysm was noted prior to the procedure and is suspected to have contributed to the adverse event. No error messages were noted. The patient was heparinized to an act of 300-350. The patient was reported to be in stable condition at the time the complaint was reported. Settings during the event include: power control mode / ablation performed at 30 watts / temperature cut off of 40 degrees centigrade / impedance cut off of 250 ohms / last lesion prior to noting the complication was delivered at a maximal power of 30 watt / power was titrated from 25 to 30 watts over a 10 second period / flow rate of 15ml / st. Jude sl1 8f sheath

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent a paroxysmal atrial fibrillation (afib) procedure with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade which required a pericardiocentesis. It was noted that this patient had a medical history of thoracic aortic aneurysm that may have contributed to this event. A perforation and pericardial effusion were noticed as the patient's blood pressure dropped. The perforation and pericardial effusion were confirmed by intracardiac echocardiography (ice). Medical intervention provided was a pericardiocentesis approximately 1800 ccs of blood was removed from the patient's pericardium. The patient was reported to be in stable condition at the time the complaint was reported. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, (B)(6), underwent a paroxysmal atrial fibrillation (afib) procedure with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade which required a pericardiocentesis. It was noted that this patient had a medical history of thoracic aortic aneurysm that may have contributed to this event. A perforation and pericardial effusion were noticed as the patient's blood pressure dropped. The perforation and pericardial effusion were confirmed by intracardiac echocardiography (ice). Medical intervention provided was a pericardiocentesis approximately 1800 ccs of blood was removed from the patient's pericardium. Upon request, additional information was provided on the event. The complication was noted during the ablation phase during the use of bwi products. The patient had a thoracic aortic aneurysm which forced them to aim for a posterior position during the transseptal puncture. The physician believes that the perforation occurred at this point in the procedure and was primarily driven by that specific patient¿s anatomy. The transseptal puncture utilized non bwi products. There was no sustaining damage to the patient's health expected to result from the perforation and subsequent tamponade. No further interventions were performed. The patient did require hospitalization for one day for observation. He was discharged from the hospital the following day, after receiving a transthoracic echo where no effusion was seen. The patient's lab results were normal prior to ablation.